Event description:
The facility rep reported a fail code 16:310. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep did not have information regarding whether there have been any reports or any patient injury or medical intervention. No additional information is available.